Event description:
On april 25, 1997, co received info regarding an accidental radiation occurrence to co model series 7600 c-arm. During a procedure the system produced uncommanded x-rays. The footswitch was diagnosed as the cause for the uncommanded x-rays. Staff removed footswitch and used hand switch to finish procedure. Hospital reported no adverse event, or serious injury to patient or staff member involved.